Manufacturer narrative:
(B)(6).

Event description:
It was reported that device fracture occurred. The patient presented with coronary artery disease for percutaneous coronary intervention. The more than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6f guidezilla was selected for use. At the end of the procedure, during withdrawal of the device from the guider and out of the y-connector, the device fractured. No patient complications were reported.

Event description:
It was reported that device fracture occurred. The patient presented with coronary artery disease for percutaneous coronary intervention. The more than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6f guidezilla was selected for use. At the end of the procedure, during withdrawal of the device from the guider and out of the y-connector, the device fractured. No patient complications were reported.

Manufacturer narrative:
E1-initial reporter first name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed numerous flat shaft segments, and the collar weld plate was fully separated. A microscope inspection revealed no further damage or irregularity. There was blood present in the shaft of the device.